Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem; the root cause investigation is in progress through CAPA # (B)(4).

Manufacturer narrative:
(B)(4). The lot number reported by the customer (10g049) is not a valid baxter lot number for an intermate or infusor disposable infusion device. Baxter requested verification from the customer of this lot number, however, the customer stated this lot was what was interpreted. Per the customer, the sample is not available for evaluation; therefore, the reported condition could not be confirmed. In addition, a batch review could not be performed as the lot number is not valid. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter that one (1) disposable infusion device was observed with "black spots on the balloon". This was discovered before filling. There is no patient involvement. No additional information is available at this time.